Event description:
The complaint is reported as: the connector was broken. It is unk when the alleged defect was discovered. There was no report of pt injury.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a f/u report will be submitted with the investigation results.